Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported during a trial procedure on (B)(6) 2020 that the patient experienced a wet tap. The case was abandoned and a blood patch was performed. No headache or symptoms were reported post operation.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.